Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent gynecological procedure on an unknown date and mesh was implanted. Two years following the procedure, the patient experienced vaginal exposure and dyspareunia. The patient underwent excision of the mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/07/2018 additional information was requested and the following was obtained: ¿ the patient demographic info: age, weight, bmi at the time of index procedure (B)(6)years old, bmi -26, tvt-o inserted in (B)(6)2008. ¿ date and name of initial surgical procedure tvt-o (B)(6)2008. Tape erosion in 2(B)(6)2012 with tape undermining surgery. Recurrence of erosion in 2017. ¿ the diagnosis and indication for the initial surgical procedure? Stress incontinence ¿ what were current symptoms following the index surgical procedure? Onset date? Onset: as above. Smelly vaginal discharge and dyspareunia. Tape erosion on assessment. ¿ other relevant patient history/concomitant medications no significant co-morbidities ¿ product code and lot # not known ¿ what is physician¿s opinion as to the etiology of or contributing factors to this event no obvious cause present. ¿ the initial approach for the index surgical procedure? Voideourodinamics, mdt discussion, cystoscopy and tape excision ¿ any concurrent procedure/device implantation? No ¿ were there any intra-operative complications? No ¿ when was the mesh exposure first noted by a physician? June 2017 ¿ mesh exposure symptoms and diagnostic confirmation? Seen on speculum examination ¿ describe medical/surgical intervention for exposure including dates and results as above ¿ what is the patient's current status? Awaiting follow up visit.